Manufacturer narrative:
Device evaluated by manufacturer - unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The sample did not show any issues, due to the original package was not included it was impossible to confirm this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft of the dynamic xt catheter broke and was contaminated. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft of the dynamic xt catheter broke and was contaminated. No patient complications were reported.